Event description:
Dr was attempting to remove tun-l-xl from pt when catheter caught on needle and sheared. Approx. 6 mm of the catheter's distal tip remains in the pt. Decision has not been made yet to attempt removal.